Event description:
Customer reports that meter read lo (less than 10 mg/dl) on display before dosing the strip while using the advantage system. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.